Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported an error code was displayed during the procedure. Another device was used to complete the case. There was no patient consequence.